Event description:
(B)(4).

Manufacturer narrative:
(B)(4). This appears to be a "malfunction" type of event not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended. Arjohuntleigh received a complaint where it was indicated that the resident had been left unattended attached to the sara 3000 by sling while sitting on the toileting wheelchair. When reviewing similar reportable events, we have found two cases with similar fault descriptions (wrong assessed pt left unattended). The trend observed for reportable complaints for sara 3000 is currently being considered to be low and stable. It has been established that the standing and raising aid (sara 3000) was being used for pt handling at the time of the event. No malfunction could be found on the sara 3000 device that could have caused or contributed to the event. An on-site inspection by an arjohuntleigh rep found the device in good condition working to manufacturer specs. The device was used for pt handling at the time and in that way contributed to the event. It is clearly indicated in the event description that the cause of the incident was the fact that the pt was not correctly evaluated and subsequently left too long alone. When the pt was left unattended, it appears likely the pt started to move and the toileting wheelchair tilted causing the pt to fall into the sling and hang with his foot trapped under the footplate of sara 3000. This did not result in serious injury or death. The device labeling: the instructions for use (IFU) clearly indicates the need to properly assess each person before each use with the sara 3000. When the IFU would have been followed and the operator would not have been correctly evaluated and attended to, it appears very unlikely the tipping would have happened, and the event would have been avoided. From this eval it would appear most likely that the event was caused by the user not following the IFU, due to lack of awareness of the IFU contents. We find this complaint to be reportable to the competent authorities.